Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate charred detritus buildup; the metal cap adhesion location exhibits burnt glue; the glass cap is protruding from the metal cap. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to begin forward firing and the system reverted to standby mode. "Fiberlife" was being activated very early on in case even though there seemed to be no obvious reason. Reportedly, the "dr. Noticed fiber moving within sheath - seemed to be detached and rotated from side to side". The fiber was exchanged and the procedure completed using a second surgical fiber. Total of 235,114 joules of use and 28 minutes for both fibers. Patient outcome: "ok" - there was no injury reported.